Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and advantage was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2007 due to protrusion. It was reported that the patient underwent a hysterectomy, dilation curettage and hysteroscopy on (B)(6) 2010 due to menorrhagia. It was reported that the patient underwent trimming of mesh on 2011 due to protrusion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.